Event description:
It was reported that during a thyroidectomy procedure the blade was broken when cleaned. A second device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.